Event description:
The customer reported that the insulin pump kept alarming no delivery during bolus and basal. The blood glucose was 300mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had scratched screen, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.